Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. After a software download, the device resummed normal function. The patient would be monitored.